Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and peripheral neuropathy. It was reported that the patient was in a car accident on (B)(6) 2017 and hasn¿t been able to charge it since then. There were no patient symptoms or complications reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.